Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that there was a latitude red alert for high shock impedance (>400ohms). The patient was contacted and instructed to get a chest x-ray and be seen in device clinic. Clinic testing found some noise in one of the sensing vectors. The cause of the high impedance could not be determined so the patient was admitted and scheduled for surgery to replace the electrode. When the chronic pulse generator was connected to the new electrode, the high impedance alert persisted, so the pulse generator was also replaced. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was a latitude red alert for high shock impedance (>400ohms). The patient was contacted and instructed to get a chest x-ray and be seen in device clinic. Clinic testing found some noise in one of the sensing vectors. The cause of the high impedance could not be determined so the patient was admitted and scheduled for surgery to replace the electrode. When the chronic pulse generator was connected to the new electrode, the high impedance alert persisted, so the pulse generator was also replaced. There were no additional adverse patient effects.